Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 for low blood glucose levels. Customer does not remember their blood glucose value at the time of the incident of hospital admission. Customer felt sluggish and was shaking. The customer was treated for their blood glucose with a drink. The customer's blood glucose levels were ok when the paramedics arrived. The customer was wearing the insulin pump during their hospital stay. The customer was wearing the insulin pump during their hospital stay. The customer did not troubleshoot and did not send the product back for analysis.